Event description:
It was reported that the patient was experiencing pain at the site of the ipg due to the ipg size. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing ipg pocket site pain was reported to abbott. The ipg was explanted and replaced due to pain at the pocket site and the size of the ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.